Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent the pocket revision and is reportedly doing well.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort. The ipg had migrated away from the beltline.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort. The ipg had migrated away from the beltline.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort. The ipg had migrated away from the beltline.